Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub was detached from sheath approximately 1.5 months after implantation. The device was explanted and exchanged for another cook drainage catheter. Aside from the additional procedure, there were no further injuries to the patient.